Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported event could not be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information the relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications.was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that upon admission on (B)(6) 2018 the patient experienced subtherapeutic international normalized ratio (inr) and treated with heparin drops. It was also reported that driveline site drainage and sternal would drainage along with old pigtail site drainage treated with keflex. The patient also experienced volume overload treated with intravenous (IV) lasix. No additional information was provided.